Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: indeflator plus 30. Sheath: cordis 6f 11 cm. Catheter: viatrac 6x15x135; viatrac 6x40x135. The xact carotid stent is being filed under a separate medwatch MFR number. Evaluation summary: only the emboshield nav6 retrieval catheter was returned. There was no blood or contrast visible, consistent with being wiped down prior to returning or no patient involvement. There was no damage noted to the catheter. The guide wire used during the procedure was not returned. Pin gauges were used to measure the inner diameter of the retrieval catheter, which met the manufacturing criteria. Potential factors that may contribute to difficulty passing a guide wire through the rapid exchange port include, but are not limited to, blockage in the exchange port, material anomalies, damage to the guide wire, kinks or damage to the retrieval catheter and use technique. In this case, the reported difficulty could not be confirmed on the returned retrieval catheter. A new barewire was backloaded through the returned retrieval catheter and exited the guide wire exit port up to the step of the barewire without and difficulty or resistance noted. As a result of the reported difficulty, another retrieval catheter was used and the filter was successfully removed. The reported difficulty of passing the guide wire through the rapid exchange port could not be replicated on the returned retrieval catheter; therefore, a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. As part of the manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that approximately 7 months post xact stent implantation in the right carotid artery, the stent was reported to have instent restenosis. A emboshield nav6 filter was deployed and the stent was treated using viatrac 6 x 15 mm and viatrac 6 x 40 mm balloon catheters. While advancing the emboshield nav6 retrieval catheter over the guide wire, the guide wire could not exit through the rapid exchange port. Slight force was used with no success. Another retrieval catheter was used and the filter was successfully removed. There was no adverse patient sequela. Though requested, no additional information was provided.